Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked j2 or lcd keypad connector. Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery or occlusion alarm noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the buttons of insulin pump has to press multiple time to respond. Customer's blood glucose value was unknown at the time of the incident. The customer stated that the insulin pump had no delivery alarm. The customer declined for troubleshooting. The insulin pump will not be return for analysis.